Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Customer consumed carbohydrates and glucose tablets to address the low bg. Emergency services were called and assisted customer by giving intravenous fluids of glucose. The customer alleged that the pump¿s bolus feature was not working appropriately and contributed to the low bg level; however, a log review that the pump is functioning as intended.